Manufacturer narrative:
An event of incomplete coaptation and valvular leakage was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per the physician "the patient's chordae tendenae interfered with the valve" and nothing was wrong with the valve.

Event description:
After placing a 33mm epic mitral valve, the doctors noticed after closing the patient that the biological valve did not co-adapt properly and caused a valvular leak. The doctors decided to re-intervene to replace the valve. Upon opening the heart again, the surgeon realizes that the valve had a cord (chordae tendenae) that was equibocadamente interfering with the valve. It was determined that there was nothing wrong with the valve, they left it in the patient and only removed the cord (part of the patient's anatomy) so that it would not intervene. The patient stayed well with the original valve working properly.